Manufacturer narrative:
It was reported that the batteries would rapidly discharge. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Initially, the batteries were completely discharged and unable to power a controller or communicate with test equipment. However, after allowing both batteries to charge, the unit met specification; the battery passed visual and functional testing. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650de / manufacturing date: 01/17/2016 / expiration date: 01/31/2017 (B)(4). No failure detected, device operated within specification.

Event description:
It was reported that both of the patient's batteries were not providing more than two hours worth of power. The devices were exchanged with no reported consequence to patient. No additional information provided.